Event description:
Customer reported a false negative reaction in the anti-b microtube of the mts abd monoclonal and reverse grouping card tested on the ortho provue analyzer. A mixed field reaction was observed by the traditional tube method. The pt's blood group was issued the "nrd" (no result determined) result by the analyzer and the result was aborted. The customer indicated that the pt had a historical blood group of an ab pos.

Manufacturer narrative:
Customer technical service discussed the difference in density of transfused pack cells and pt packed cells. Due to differences in specific gravity between recently transfused red cells and autologous cells, transfused cells tend to migrate to the bottom of the tube (heavier) and the pt's or autologous red cells tend to stay on top. Since the probe of the provue aspirates red cells 1 mm from the bottom of the tube, it is feasible that the probe went to the bottom of the sample tube and without disturbing the sample, aspirated the group a cells (transfused cells). This may have resulted in the negative results in the anti-b microtube of the gel card. Negative reactivity with anti-b antisera was obtained in alternative tube and manual gel methods when the sample was aspirated and tested, using cells from the bottom of the sample tube. A mixed field reaction was obtained using both methods when the sample was aspirated and tested from the top of the sample tube. It is possible that both populations of cells were aspirated, thereby, producing a mixed field reaction. The customer was confident that the reported negative reactivity in the anti-b microtube was not related to any failure of ocd products but rather with the pt's sample. Incident was isolated and most likely sample related. This customer has not logged any complaints against this analyzer since the incident. Ocd product malfunction was not identified. (B) (4)